Event description:
A report was received that the patients ipg site had a suspected infection. It was noted that the patient was also experiencing inadequate stimulation. The patient underwent an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: linear st lead kit 50 cm. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patients ipg site had a suspected infection. It was noted that the patient was also experiencing inadequate stimulation. The patient underwent an explant procedure.